Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7130282

Event description:
It was reported that the patient was experiencing inadequate pain relief and random shocking sensations. X-ray was taken which showed that the leads migrated. The patient underwent a revision procedure wherein the leads were adjusted. The patient was doing well postoperatively and the devices remain implanted.